Manufacturer narrative:
An event of foreign material (red residue) could not be confirmed. The device was not returned to abbott for investigation, and the sterile compresses were returned for the investigation and did not confirm the foreign material (red residue). In addition, photos were received from the field which appeared to show a red residue; however, a red residue was not confirmed on the sterile compresses during the returned analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information available, the cause of the reported foreign material (red residue) could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25-18mm amplatzer talisman pfo occluder was selected for implant on (B)(6) 2024. During device preparation it was noted that red residue would flush out of the tube of the device. The device was flushed multiple times until no residue remained. The device was implanted. It was speculated that the red residue may come from the hemostasis valve as it is the only component of the device that is colored red. There were no adverse effects to the patient. The patient status was stable.